Event description:
(B)(4). It was reported that during a cerebral diagnostic procedure, a vessel dissection occurred. The target lesion was located in the right vertebral artery. The 100/038 imager ii angiographic catheter was placed in the origin of the right vertebral artery. Unimpeded flow was confirmed after catheter placement. Two angiographic runs were then performed. The first angiography occurred uneventfully. During the second injection, flow in the right vertebral vessel was markedly reduced. Immediate fluoroscopic inspection of the catheter position demonstrated a subintimal arterial dissection and flow resection localized about the catheter tip. The catheter was withdrawn into the proximal right subclavian artery. The patient was administered heparin and 81mg aspirin. Nitroglycerin was administered, and after 10 minutes the dissection had significantly decreased. The patient's neurologic exam was unchanged compared to the pre-procedure exam. The procedure was completed with this device. No further patient complications were reported and the patient's status is unspecified. The patient was discharged on aspirin.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).